Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt did not close the clamps on their unused supply line of the homechoice set. Baxter's technical svc ctr assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.